Manufacturer narrative:
This report is submitted on july 16, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It was also reported that the patient had developed an infection and was administered oral antibiotics.